Event description:
It was reported that the ventilator shut down with no audible alarms while connected to a pt. No pt harm reported. The pt was placed on another ventilator.

Manufacturer narrative:
Na